Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to a shorted c1 capacitor on the computer/analog pca, causing damage to d1, l1 and l2. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.